Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Event description:
A physician reported to baxter an connection issue related to titanium adapter. The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The customer reported that there was a gap (2-3mm) between each connector. There was no patient injury or medical intervention was reported. There was patient involvement.